Event description:
Customer alleges brake cables are broken. No injury alleged.

Manufacturer narrative:
The consumer is approximately (B)(6). The dealer stated that the 6650 rollator cracked on the left and right at a weld. This was repaired by the dealer. Now the brakes have failed on the rollator. The consumer has a loaner rollator until theirs is repaired. No injury. No RMA was issued at this time.